Event description:
During follow-up, both coils impedance were found below 200ohms and several non sustained episodes with noise oversensing were observed; consistent with a lead isolation problem. The customer will do the reintervention in (B)(6).

Event description:
During follow-up, both coils impedance were found below 200ohms and several non sustained episodes with noise oversensing were observed; reportedly consistent with a lead isolation problem. A re-intervention occurred on (B)(6) 2016, due to difficulties observed for explanting the subject lead, the physician decided to abandon the lead.

Manufacturer narrative:
It was reported that the re-intervention was scheduled on (B)(6) 2016 but it occured on (B)(6) 2016. The subject lead was abandoned. Preliminary analysis confirmed the reported irregular electrical performances (low impedance and noise oversensing); most probably due to a lead issue and/or a connection lead issue.

Event description:
During follow-up, both coils impedance were found below 200ohms and several non sustained episodes with noise oversensing were observed; reportedly consistent with a lead isolation problem. A re-intervention occurred on (B)(6) 2016, due to difficulties observed for explanting the subject lead, the physician decided to abandon the lead.